Event description:
It was reported that the patient¿s caregiver contacted support for guidance on enabling limited access on the ilet after an accidental meal announcement occurred when the patient was taking a correction for low glucose. The patient inadvertently announced a meal without consuming one, which was associated with a blood glucose of 78 mg/dl at the time of a small snack and subsequently a low to 45 mg/dl. Symptoms included reduced verbal responsiveness, spacing out, and sweating consistent with hypoglycemia. Outcomes included urgent low and low glucose events without emergency care or hospitalization. Troubleshooting and education were completed, including appropriate treatment for lows. Investigation of this case revealed user error related to a meal announcement made without carbohydrate intake, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error.